Manufacturer narrative:
Product complaint # :(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2002, the patient underwent tha. After the surgery, at the regular medical examination this year (the date is unknown), partial wear of liner was confirmed by x-ray. On (B)(6) 2021, the patient underwent revision surgery. In the revision surgery, loosening at the neck and head of the stem was confirmed. Before the revision surgery, the replacement of the stem was not planned, so only the head, liner, and locking ring were replaced as scheduled, and the surgery was completed successfully without any surgical delay. When the neck of the stem was observed, there was a slight scratch and a small amount of black powder on the neck taper of the stem. It was confirmed by x-rays taken after the revision surgery that there was no problem. The surgeon is following up the patient. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.